Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Treatment report review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications on this day. No technical root cause was identified as the product was found to be within specifications. The contributing factors of dlk could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with trace diffuse lamellar keratitis of the left eye one day following lasik treatment. The patient is to use their topical steroid four times a day. Additional information received, the symptoms resolved ten days following onset. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.